Event description:
Ventilator stopped delivering breaths to pt; its "ext. High peak" alarm was cycling. A rn had to manually vent pt with an ambu bag to prevent pt harm. No pt harm occurred because of rn intervention.